Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the distal region consistent with procedural damage visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.